Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 7.0 mmol/l. Caller stated that the serter was not working correctly, the sensor needle housing got stuck in the serter and customer was not able to use it. Nothing further was reported.